Event description:
It was reported that the patient was in MRI and it was intended that the MRI program will be activated before MRI scan. The MRI scan have to be aborted because patient feels bradycardia. After this episode the MRI mode was programmed again but they were unsure if the MRI mode is active. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In particular, the final acceptance test proved the device functions to be as specified. The implant is not registered in the hm system. The returned device data have been analyzed indicating no abnormalities and a normal and expected device behavior. The status logging documents the MRI field detection at 12:12 pm on june 6, 2024. Based on the available data, it is not known when the patient was actually inside the MRI and no ECG recording is available. Consequently, the cause of the observed bradycardia and the reported patient symptoms cannot be determined at this point based on the data available for analysis. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The data available for analysis documented a normal and expected pacemaker behavior.